Manufacturer narrative:
The supplemental report is submitted to provide the result of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified that the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation assumed that the event could have been due to a foreign object that was temporarily adhered to the connector socket and caused the communication failure since the issue was not reproduced. As stated on the IFU (instruction for use) as a preventive measure, the user manual states: confirm that the ventilation grills on the right side, left side, and the rear panels of the camera control unit are not covered with dust or other materials.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation was unable to confirm the reported errors. Additional testing was completed on the device and the device passed all olympus functional standard tests. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly

Event description:
A user facility returned the olympus, visera 4k uhd camera control unit due to error code e116 and e312. There was no harm or user injury reported due to the event.